Event description:
A malfunction alarm with code malf 12 was reported, but no significant events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The customer understood and acknowledged the instructions to call back if the malfunction recurs.